Manufacturer narrative:
The mentor failure analysis lab received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. A manufacturing record evaluation is in progress. Once completed, a supplemental report will be submitted. Reason for device explant and/or reoperation: deformity, sensory neuroma. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) caucasian female patient underwent breast reconstruction with a (right) 800cc mentor memorygel breast implant and a (left) 645cc mentor memorygel breast implant. Post-operatively, the patient was diagnosed with bilateral breast deformities and left breast sensory neuroma. As a result, the patient underwent removal and replacement surgery on (B)(6), 2022. During surgery, it was discovered that the right breast implant was ruptured. Subsequently, both implants were replaced with the following: (right) 500cc mentor artoura plus, smooth, high profile catalog: sdc135h lot: 9587144 sn: (B)(4) and (left) 500cc mentor artoura plus, smooth, high profile catalog: sdc135h lot: 9632963 sn: (B)(4). This medwatch form is for the left breast prosthesis.

Manufacturer narrative:
On march 30, 2022, mentor became aware that the patient also underwent bilateral capsulectomy on (B)(6) 2022. On (B)(6) 2022, the product investigation was completed. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Device investigation summary: the product was returned to mentor for evaluation. Mentor conducted a visual inspection of the returned device. During visual evaluation no apparent damage or visual anomalies were observed on the smooth mod + prof xtra 645cc returned device. As part of mentor¿s quality process all devices are manufactured, inspected, and released to approved specifications.

Manufacturer narrative:
On march 31, 2022, mentor became aware that the incorrect date of implantation was erroneously indicated in the initial report sent on (B)(6) 2022. The correct date has been filled. Section d. 6a.: (B)(6) 2018